Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced erosion, physical pain, and additional impairments; and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00772. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent following procedures: (B)(6) 2008 adhesion lap, cystoscopy on (B)(6) 2010 to assess placement of mesh, erosion was reported and start of infection, mesh not in place. Gi surgery reported by ppf obstruction of bowel, cdiff infection and small bowel resection in 2011. It was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
The patient underwent mesh removal surgery in (B)(6) 2010 due to mesh erosion. She had a small bowel resection in (B)(6) and (B)(6) 2011. (B)(4).